Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. Returned product consisted of the nc emerge balloon catheter with a stopcock attached to the hub. There was contrast in the inflation lumen and balloon. The shaft, balloon, markerbands, and bonds were microscopically and visually examined. The balloon was tightly folded. Microscopic examination of the balloon revealed no damage to the balloon; however, damage to the shaft was noticed. The shaft had damage and what appeared to be a hole. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the tip of the device and the confirmed hole in the shaft 1cm ¿ 1.25cm distal of the bi-component weld. There was no leak in the balloon when the inflation device was attached to the device. The shaft was microscopically examined and it revealed that the outer and inner shaft had a hole from which is the damage is consistent with damage that can occur due to interaction with a guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that balloon inflation failure occurred. The target lesion was located in the left main trunk (lmt). A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the pressure on the indeflator did not increase and the balloon did not inflate. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed shaft perforation.